Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, fading serial number label, cracked keypad overlay at select button, keypad overlay texture damage. And minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack around reservoir compartment. The customer¿s blood glucose level was 10.4 mmol/l the insulin pump will be returned for analysis.